Event description:
N/a

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the setting of a certas valve could not be changed. The valve was implanted via l-p shunt on between (B)(6) and (B)(6) 2020 with an unknown setting. The setting was attempted to be changed from 4 to 3 by a tool kit to make the patient's condition get better, but it could not be changed. Neodymium was used instead, but the issue did not improve. The patient's information; (B)(6) male and his condition was not getting worse. The patient is in a wheelchair and his voice and reaction was weak, and the setting was attempted to be changed from 4 to 3 by a tool kit to make the patient's condition get better. The valve was replaced. His primary desease is subarachnoid hemorrhage (sah).